Manufacturer narrative:
The customer called back to report that they were unable to duplicate the reported issue. The device ran for several days on a test lung and alarmed when disconnected. The device passed the performance verification testing and was placed back in service.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported the circuit was off the patient and the unit was not alarming. The customer further stated that they checked it after it was taken off of the patient and it would not alarm when they removed the patient circuit from patient outlet port. The biomed ran the vent with no circuit and it did alarm for proximal line disconnect and patient circuit disconnect. The customer reviewed the event log and saw those two alarms were logged several times before the last shutdown. The remote manufacturer's service technician advised the customer to discuss the time of the event with respiratory therapist and find that time in the log to see if the vent was alarming. The remote manufacture service technician advised the customer to pass a complete performance verification test (pvt) before placing the unit back into service. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.